Event description:
It was reported that the power load would get stuck during transfer due to a damaged spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power load would get stuck during transfer due to a damaged spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.